Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module and system board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module and system board were replaced to address the issue. The oxygen blending module was evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module functioned as designed and operated without issue or error codes.